Manufacturer narrative:
A ge svc rep performed an on site investigation. The x-ray controller board and the power supply were replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
The fse reported the system displayed an "x-rays disabled" error. Found in the event log were collimator errors and iris errors. These errors cased the system to lock up when they appeared. There is no report of injury or death associated with the event described in this complaint.